Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. The ecp (eye care professional) says the patient's vision is good, practically 20/20, and more testing was planned for the next visit. Near and intermediate vision is great. Colors bright. Peripheral vision is improved. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient had decreased vision at night with halos. Additional information has been received and stated that, the patient was hard to see in dim lighting, hard to drive at night, large starbursts are very strong at night. As per the eye care professional, patients vision is good, she is practically 20/20, and they will run more testing on next visit. Her near and intermediate vision is great. Colors bright. Peripheral vision in improved. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).